Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs and performance testing confirmed the device failure to complete its internal self-test. Based on all evidence and previous investigations of similar complaints, the investigation determined that the device self-test failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.